Event description:
Boston scientific received information that during the previous follow up visit in (B)(6) 2011 this pacemaker revealed 1.5 years longevity remaining. At the most recent follow up visit, the device was unexpectedly at end of life. There had been no parameter programming changes made. Premature battery depletion was suspected. The patient was pacemaker dependent; therefore, a replacement procedure was immediately performed. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.